Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was no image and an e216 communication error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: there was a printed circuit board defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the colonovideoscope froze during two procedures. The event occurred during a diagnostic colonoscopy procedure. There were no reports of patient harm.